Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and haemorrhagic anaemia ("anemia") in a 42-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pap smear abnormal and osteoporosis. Previously administered products included for an unreported indication: prozac from 2004 to 2006. Concurrent conditions included attention deficit disorder, depression, alopecia, arthritis, shortness of breath and vertigo. Concomitant products included salbutamol (albuterol) for asthma. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2016, 5 years 9 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding/abnormal bleeding (vaginal, menorrhagia)"), haemorrhagic anaemia (seriousness criterion medically significant) and dysmenorrhoea ("painful menstrual cycles/dysmenorrhea (cramping)"). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and dyspareunia ("painful intercourse"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral) and underwent a device removal procedure) and surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia and haemorrhagic anaemia had not resolved and the vaginal haemorrhage, dysmenorrhoea, abdominal pain and dyspareunia outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, haemorrhagic anaemia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: menorrhagia. Most recent follow-up information incorporated above includes: on 21-sep-2018: pfs received. Outcome of events were added as not recovered for event pelvic pain, vaginal bleeding and menorrhagia. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain/pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)") and haemorrhagic anaemia ("anemia") in a 42-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included pap smear abnormal and osteoporosis. Concurrent conditions included attention deficit disorder, depression, alopecia, arthritis, shortness of breath and vertigo. Concomitant products included salbutamol (albuterol) for asthma. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2016, 5 years 9 months after insertion of essure, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding/abnormal bleeding (vaginal, menorrhagia)"), haemorrhagic anaemia (seriousness criterion medically significant) and dysmenorrhoea ("painful menstrual cycles/dysmenorrhea (cramping)"). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and dyspareunia ("painful intercourse"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral) and underwent a device removal procedure) and surgery (ablation). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, haemorrhagic anaemia, dysmenorrhoea, abdominal pain and dyspareunia outcome was unknown. The reporter considered abdominal pain, dysmenorrhoea, dyspareunia, haemorrhagic anaemia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2011: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 8-jun-2018: pfs received. New event added- abnormal bleeding (vaginal, menorrhagia). Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("vaginal bleeding"), dysmenorrhoea ("painful menstrual cycles"), abdominal pain ("abdominal pain"), dyspareunia ("painful intercourse") and anaemia ("anemia"). The patient was treated with surgery (underwent a device removal procedure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, vaginal haemorrhage, dysmenorrhoea, abdominal pain, dyspareunia and anaemia outcome was unknown. The reporter considered abdominal pain, anaemia, dysmenorrhoea, dyspareunia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: patient sought treatment for her symptoms. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.